Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the day after the sensor had been inserted in the arm. In the afternoon of (B)(6) 2024, the patient was getting a cgm reading of 300 mg/dl and no bg meter comparison was taken at this time. The patient was on automatic bolus through his tandem tslim x2 pump. The patient went for a walk and the patient experienced ambulation difficulty and cognitive changes. Someone from their neighborhood called the paramedics. When the ambulance came, the patient¿s bg was checked, and it was 29 mg/dl. The patient already lost his consciousness when the paramedics arrived. The patient was treated with intravenous dextrose while he was in the ambulance and transported to the emergency room. The patient regained consciousness 3 minutes after he arrived in the emergency room. The patient was given grape juice and apple juice to bring his bg to normal. The patient stayed in the emergency room for 4 hours and was discharged on 08/10/2024 at 2:00 am. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.